Event description:
Very difficult for the sheet and the needle to go through the operating channel, this caused difficulty to collect the sample required as per customer complaint form: "it was extremely hard to withdraw the needle through the sheath once they were inside the endoscope, and in front of the lung, where the linphonode was identified , despite the probe outside the eco endoscope, were ok. These cases happened 3 times with 3 different patient in the same day" patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: 6. Was gaining access to the target site difficult 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lung¿s lymph node a. If the lungs, which lymph node was being targeted? N/a 10. Please describe the size of the intended target site. N/a 11. If not with the device in question, how was the procedure performed and/or finished? The procedure was finished with cook ebus needle 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? None 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? N/a 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancement (as showed by the video attached) 24. Was the syringe used during the procedure, after the stylet was removed? N/a 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? N/a 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a p.s. These feedback are all from d.ssa innocenti (chief of ip dpt), that wanted to answer all these questions, even if she wasn¿t the operator in charge. For these reason some answers are n/a.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)# k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Cannot advance needle through sheath - overall risk assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to two other complaint files. For details of the other investigations please refer to (B)(4). A video was shared which shows some difficulty for the user advancing the needle out of the sheath through the scope outside the patient. As per detail shared in the complaint form it was confirmed by the user that the same complaint issue occurred with three different patients on the same day and therefore(B)(4) were opened. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c2132353 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. However, the failure mode has occurred for this work order with related complaints: (B)(4) where the same issue occurred with three different patients on the same day. The root cause for those complaints will be the same as this complaint "a possible root cause could be attributed to damage on insertion into the scope resulting in the needle kinking which in turn could have led to resistance when attempting to advance the needle out of the sheath". Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2132353. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. The root cause is unknown as no device was returned to confirm a material issue, but a possible root cause could be attributed to damage on insertion into the scope resulting in the needle kinking which in turn could have led to resistance when attempting to advance the needle out of the sheath as shown in the video shared. Summary: complaint is confirmed based on customer and/or rep testimony and video provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. . Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Cannot advance needle through sheath overall risk assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.